Event description:
Nellcor puritan bennett received a report from biomedical engineer that during preventive maintenance a n-395 unit was found to have no audio.

Manufacturer narrative:
The biomedical engineer reported that the problem of no audio was isolated to the speaker, and the speaker was replaced by the engineer. No product returned for evaluation as a customer has declined to return the speaker.